Event description:
It was reported that the issue resolved with the controller exchange. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed via functional testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (08feb2021, 15feb2021, 01jan2000 per timestamp). The driveline was disconnected on 08feb2021 at 15:23:28 for a system controller exchange. There were no events that related to the reported event found within the log file. The system controller underwent preliminary testing; however, the controller failed preliminary testing due to being unable to consistently communicate with the system monitor, confirming the reported event. The dual power leads were replaced with test cables and the controller continued with preliminary and functional testing and passed all testing. The cables were tested for current leakage and passed due to no broken underlying wires in either cable. The resistances of each underlying wire were measured for both cables. The underlying wires of both cables were found to meet their accepted resistance threshold with exception to the orange wire in the white power cable. The orange wire¿s resistance measured at approximately 4.1 ohms. The orange wire within the white power cable is responsible for communication between the controller and the system monitor. The root cause for the reported event of the system controller not communicating with system monitor was conclusively determined to be due to conductor breakdown in the orange wire within the white power cable. Incidental findings included fluid ingress and a no external power alarm. Heartmate iii patient handbook section 6 ¿ "caring for the equipment" and heartmate iii instructions for use section 8 entitled equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate iii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook section 4 ¿ ¿living with the heartmate iii¿ explains that the system controller must always be kept dry and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate iii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient connected to the system monitor and there was no data shown on the screen. The controller was replaced with a new controller.